Event description:
It was reported that the atrial lead exhibited failure to capture. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.